Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material # 309628 . Batch # 3034733. It was reported that the bd luer-lok had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: "filter needle came off and medication came out of syringe." Updates received from reporter stating that the 30-gauge needle not the filter needle popped off when the doctor was pushing the medication up and it came off.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.